Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the starclose se device after an interventional procedure. Reportedly, the clip applier was connected to the sheath and the vessel locator wings were opened with no difficulty. However, while splitting the starclose se sheath, resistance was met and further advancement was stopped after the sheath was split approximately 2 cm. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. After the device was removed from the anatomy, an unidentified object clear in appearance was noted between the starclose se sheath and the metal clip delivery tube. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the inspection of the device confirmed the reported resistance during the splitting of the sheath and the protruding clear plastic material. Both confirmed occurrences were due to shaft carving. The detected flex-guide/shaft carving and its resulting component damage is consistent with a failure to maintain the alignment of the clip delivery components while the plunger and/or thumb advancer is deployed. This results in the distal end of the delivery tube cutting into the flex-guides outer nylon material, resulting in resistance to thumb advancer deployment and damage to the delivery tube and exchange sheath. Per the starclose se instructions for use, while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. This advances the clip delivery tube over the flex-guide while splitting the sheath from the hub to the distal tip. However, it could not be confirmed that user technique was the lone possible cause in the reported event. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.